Manufacturer narrative:
The product was not returned for analysis because the lens remains implanted. Product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported that during an intraocular lens (iol) implant procedure, a quality issue was noticed on the periphery of the lens optic. The account manager reported proper lens loading technique by the technician. The lens remains implanted and no patient harm has been reported. Additional information has been requested.

Manufacturer narrative:
Additional information reported in h.3., h.6. And h.10. The product was not returned. Three photos were provided of the lens in the eye. The optic has a nick or small crack on the anterior optic edge. This damage is near one optic/haptic junction. No other determination can be made from the photo. Qualified associated products were indicated. Based on the provided photos the optic was damaged on the anterior edge. The root cause for the observed damage could not be determined from the photo. The manufacturer internal reference number is: (B)(4).